Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you or whoever is with you. If there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent auto-off alarms occurred. Customer adjusted the auto-off safety feature to address the issue. Customer alleged that there had been interaction prior to alarm, however review of pump data confirmed that the customer did not interact with the pump within 8 hours of the alarm. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level.